Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower 2 door 4 was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the tower 2 door 4 was failed. A field service engineer (fse) resolved the latch issue by reseating the cables and confirmed successful operation through customer testing and medication inventory verification. The system functioned as intended after the field service engineer repaired the device.